Event description:
The pt had paralysis on right hand and feet. The report received indicated that the pt underwent carotid artery stenting; during the procedure, the delivery of the angioguard and the precise stent placement were successful. Post-dilatation was conducted at 10 atmospheres; after post-dilatation, the pt had paralysis on the right hand and feet. Therefore, the physician administered hyperbaric oxygenation (hbo) to the pt. At the time of the report, the pt was still under treatment in the hospital; however, the hand paralysis was recovering. Referring to the angioguard capture system, "the physician thinks that the filter basket couldn't capture debris completely, which caused the symptoms." However, there were no anomalies or a specific product malfunction identified on the device. The target lesion was in the left internal carotid artery, the vessel presented mild calcification without tortuosity and with a 74%.

Manufacturer narrative:
The product is not available for eval. Add'l info will be submitted within 30 days upon receipt.